Event description:
It was reported that the plastic tension gauge broke while tensioning.

Manufacturer narrative:
The tension gage was returned and evaluated. A visual inspection revealed that the device has broken in two pieces; both pieces were returned. Both pieces appear to fit well with each other suggesting that the gage fractured cleanly in two. Plastics are vulnerable to brittle fractures due to bending overload. A crack may have initiated during use or due to the heating and cooling associated with autoclaving. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.